Event description:
It was reported that during an unknown procedure, the multifix s-ultra 5.5mm knotless anchor broke while tapping into the bone. The broken pieces were successfully removed from the bone. The procedure was successfully completed with non-significant delay using a back-up device in an additional bone hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review states per case details, all the pieces were retrieved from the patient. The procedure was completed with a less than or equal to 30 minutes delay, using a back-up device in an additional bone hole. No further complications were reported. Without clinically relevant information for evaluation, the root cause of the reported event cannot be definitively concluded. Further patient impact beyond that which has already been reported cannot be determined. No further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.